Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was displayed indicating the capacitor charge time have been reached, which occurred prior to implant. It was suspected that the charge timeout may have been the result of the device being exposed to the cold. Two charges at implant and another capacitor maintenance performed a month ago were normal. It was suggested to initiate a manual capacitor maintenance charge and continue to monitor the issue.